Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 31. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.